Manufacturer narrative:
The root cause of the leak is unknown.

Event description:
A beckman coulter inc. (Bci) warehouse employee reported a damaged retic pak, upon arrival. The warehouse employee was wearing gloves while handling the leak and there was no exposure to mucous membranes or open lesions and no one sought medical attention.